Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "the balloon ruptured during use". There was no report of patient injury.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation; therefore, five samples were taken from current production at the manufacturing facility. The cuff of the current production samples were then inflated to maximum pressure using a calibrated endotest. Even when inflated to 120mbar none of the balloons burst. The cuff of the current production samples were then inflated to maximum pressure using 20ml syringe. No issues were encountered and none of the balloons burst. Based on the investigation performed, the reported complaint could not be confirmed. There is 100% leak test inspection during manufacturing in which cuff burst could definitely be detected. The instructions for use (IFU) states to not overinflate the cuff. The cuff pressure should normally not exceed 25 mbar. In addition, the failure was detected only after use.

Event description:
Customer complaint alleges "the balloon ruptured during use". There was no report of patient injury.